Event description:
It was reported to covidien on (B)(6) 2013 that a customer had an issue with a single lumen peripherally inserted central catheter (PICC). The customer reports the catheter leaked near the 30 hash mark close to the butterfly. The customer reports that the PICC was not difficult to handle during insertion. The PICC was inserted on (B)(6) 2012, in the left -axilla and was secured with steri strips and large tegaderm. A x-ray was taken to verify placement. The line was flushed on a regular basis and was flushed with a 10 unit/ml heparin with a 10ml syringe. Chg was used to clean the area and the hub. The PICC was removed on (B)(6) 2012 and was not replaced as they were unable to obtain PICC placement. The customer reports the patient status is stable.

Manufacturer narrative:
(B)(4) 2013. An investigation is currently underway. Upon completion, the results will be forwarded.